Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic was cut, typical of insertion and removal. Both cut optic portions had multiple small cracks observed. Associated products were not provided. It is unknown if qualified products were used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported lens damage was observed. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure a crack in the center of the implanted lens observed. Lens was removed on the same day and procedure was completed with another lens. Additional information has been requested; however, further information has not been received.